Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her son's blood glucose measured 300 mg/dl at 3:25 pm, 440 mg/dl at 4:40 pm and 472 mg/dl at 5:10 pm. No insulin boluses or carbohydrate intake was provided. When the mother removed the pod at 6:00 pm after less than four hours of wear, she observed that the cannula was kinked.